Event description:
Had to go to the doctor to remove (tampon) [foreign body in reproductive tract] when I put on one, I realized that it didn¿t have a thread - tampon [device physical property issue] . Case narrative: consumer reported via email that the tampon did not have a thread to remove it. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.